Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. During procedure, after the third exchange to the non-bsc mapping catheter to do a post-map of the left atrium, physician commented that the sheath was leaking where the catheter was inserted into the sheath. It was a fast leak. The physician only continued to use the sheath for 2 more minutes to complete the post map and then removed it from the body. No air was detected when aspirating and flushing the sheath. The procedure was completed without patient complications. The device is not expected to be returned as it was disposed.